Event description:
The customer reported that a blue 30 mobile was damaged due to the power cord yanking out of the power supply, leaving exposed live wires. This occurred when the nurse rolled the light away from the wall without first unplugging it. The customer did not report any injuries.

Manufacturer narrative:
One maquet representative visited the hospital, and discussed with the staff. They reported that one nurse moved the mobile unit but forgot to unplug the device first. This light has passed all safety mechanical and electrical tests according to iec standard. Moreover, the user manual (rev 1c) provides instructions to "wind the power supply cable loosely around the power supply housing" then "release the brake" and "move the light". Therefore, the cause of this isolated incident is a failure to follow the manufacturer's instructions. Maquet, inc. Submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.